Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed and no anomalies were found. (B)(4).